Manufacturer narrative:
(B)(4). Based on device history records, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. The hex ball nose had fractured off the distal end of the screwdriver as stated in the complaint. The screwdriver most likely failed due to user error via applying excessive torque. Review of device history records found these units were released to distribution with no deviations or anomalies. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent knee arthroplasty on an unknown date with competitor product. Subsequently, patient was revised due to unknown reasons. During the revision procedure, when the surgeon was tightening a screw with the screwdriver, the ball of the screwdriver fractured. The ball was stuck in the screw head and it required a large amount of effort for the surgeon to remove it. No pieces fell into the patient.